Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. A 4.00 x 8mm synergy ii drug-eluting stent was selected to use for treatment. However, during procedure, the body of the stent was fractured. The procedure was completed with another of the same device. No further patient complications were reported. It was further reported that the 90% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. It was noted that the stent body was damaged during procedure in the process of implantation. The device was successfully removed from the patient's body intact by pulling it off the guide wire. Patient's current condition was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. A synergy ii drug-eluting stent was selected to use for treatment. However, during procedure, the body of the stent was fractured. The procedure was completed with another of the same device. No further patient complications were reported.